Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for evaluation of the reported complaint mode, ¿shedding and flaking.¿ the device was visually evaluated and it was observed that the bushing demonstrated significant radial galling of the surface. The functionality test identified that there was some friction felt at the bushing. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that the burr was shedding. The shedding was removed with shaver suction. There was a ten minute procedural delay and a backup device was available. No injuries or complications were reported.